Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using unspecified bd nexiva IV catheter the safety mechanism would not disengage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that nexiva needle wouldn't retract from the catheter. Verbatim: nexiva needle wouldn't retract from the catheter. This happened on multiple patients and the needle won't pull back and activate the safety. Eventually, it will but that is after the catheter has been removed from the patient. It is almost as though the needle wouldn't entirely release from the one way septum.